Event description:
An endurant cuff (encf3232c45ee) was intended to be implanted during the treatment of a proximal type I endoleak post evar procedure for a ruptured 63mm abdominal aortic aneurysm . An endurant bifurcate stent graft system had been implanted five years previously. It was said the patient had a coronary artery surgery two years later and no endoleak was noted on angiography at that time. It was only in the past month, that the patient experienced unbearable abdominal pain and then the type ia endoleak was diagnosed. It was reported that the exact date when the type ia was first observed it is unknown. It was reported during the interventional surgery, the left renal artery was reconstructed and according to the preoperative plan, an endurant cuff (encf3232c45ee) was intended for use however, upon opening the packaging, it was observed that the outer sheath of the device had extrusion creases. The extracorporeal fenestration was performed as planned, and when the outer sheath was deployed 10mm, it burst. The physician discontinued the use of the (encf3232c45ee) cuff and used another cuff to successfully complete the operation. It was confirmed that it was when the encf3232c45ee was taken out of the box that the creases were noted on the outer sheath. There was no damage to the box itself or packaging. The original plan for the intervention was to perform in vitro deployment and fenestration of the endurant cuff but as soon as the bare-end was deployed a little, the outer sheath was burst, and the cuff was not used again. The issue occurred during the surgery. According to the physician, the cause of the outer sheath bursting was attributed to product quality. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
2.3 year and month valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.